Event description:
The customer informed maquet that the light is emitting debris from the light arm. This was noticed after using the surgical light. No injury was reported. Factory reference number: (B)(4).

Manufacturer narrative:
The hospital has put tape over the area where the debris has been emitted, waiting intervention by a maquet technician. This investigation is on-going and the results will be included in a follow-up report.

Manufacturer narrative:
Maquet investigated about this event and determined that the cause of the failure is related to a lack of grease at the junction between the fork and the spring arm, leading to a grinding during manipulation of the lighthead. The periodic maintenance program in the powerled operating manual suggests removing the lighthead and lubricating the sleeve every year by a certified tech. Maquet is not responsible for maintenance on this device.